Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral approach. The 100% stenosed target lesion was located in the moderately calcified and mildly tortuous right external iliac artery. After a non-boston scientific 6fr sheath was placed and a non-bsc guidewire was crossed, the lesion was pre-dilated with a non-bsc balloon catheter and intravascular ultrasound was performed. A 4.0 x 40, 75cm mustang balloon catheter was then advanced for dilatation. However, during the second inflation, it was noted that the balloon ruptured at 8 atmospheres for 30 seconds. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and patient was in good condition after the procedure.